Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an attempt was made to place a right ventricular (rv) lead during a procedure. During the attempt, the helix of the lead was extended and then retracted when the physician decided to try another location. However, the helix was unable to be extended again. The lead was not used and a different lead was used in its place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage (lv) electrode of the lead was covered in blood. Blood was also observed on the sleevehead of the lead. The analyst noted that the helix would not extend due to the dried blood in the helix and sleevehead that prevented the helix from extending and retracting. This is not a lead failure.